Event description:
One of the bixcut flexible reamers broke upon exiting the canal during a primary surgery. Reaming had already been completed and the surgery was completed successfully. No adverse consequence.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The evaluation revealed the reamer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamer returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The deformation of the shaft indicates that high bending forces were applied to the reamer (in a sharp angle and a small radius), so that the outer spiral and the inner spiral of the shaft got plastically deformed. If a guide wire was inserted to the time of deformation could not be clarified but an inserted guide wire would have been hindered a deformation in that way. Therefore it is most likely that no guide wire was used. Heavy deforming the reamer like found is not necessary for usage and cleaning; therefore the case is attributed to a user error. The IFU and cleaning guide describe that reaming shall be done carefully; every time with inserted guide wire and that the reamer shall not be bend more than it¿s half-length. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
One of the bixcut flexible reamers broke upon exiting the canal during a primary surgery. Reaming had already been completed and the surgery was completed successfully. No adverse consequence.